Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-03121. Related manufacturer reference number: 2017865-2023-04604. It was reported that the patient's atrial lead dislodged. The patient was scheduled for lead revision. During the procedure, infection was noted. It was further noted that the atrial lead was fractured and the right ventricular lead was found to have externalized conductors. The full implantable cardioverter defibrillator system was extracted. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-03121. It was reported that the patient's atrial lead dislodged. The patient was scheduled for lead revision. During the procedure, infection was noted with no allegation it was related to the implanted system or device-related procedures. It was further noted that the atrial lead was fractured and the right ventricular lead was found to have externalized conductors. The full system was extracted. The patient was stable.